Event description:
On (B)(6) 2009, the pt reported that the piston rod of her infusion device will not fully retract and an e10 (cartridge) error was displayed. To troubleshoot the pt was instructed to perform the change cartridge procedure and "returning piston rod" was displayed on the screen, but the piston rod was not moving. She stated that she could hear the "buzz" of the motor. She stated that she changed the battery 2-3 times. She was educated on the proper battery type. She stated that she does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device. She was educated on the proper procedure. She stated that "probably a month ago" she spilled a large amount of insulin in the cartridge compartment of the infusion device. She allowed the infusion device to dry and continued to use it. She was educated on the proper procedure for changing the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.